Event description:
It was reported that a defibrillation threshold (dft) test was performed after the implantable cardioverter defibrillator change out procedure was completed. A yellow screen appeared after the dft test was completed. The right ventricular (rv) lead exhibited high out of range shock impedances. The shock did convert. Technical services suggested the rv lead may need to be replaced. The physician elected to observe. This rv lead remains in service. No adverse patient effects were reported.